Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called back regarding this case, stating the patient is still having high impedances, but on more contacts. When completing a connectivity check, rep reports the following values: 0-7 contacts have electrodes 2-5 "out", 3 and 4 are red. Rep also states 0-7 possible open and "orange on the rest". When running an impedance check, rep states with 5 as a reference, he is getting 0, 1, 2, 7 out, 3 and 4 do not use and 5 and 6 possible short. Electrodes 5 and 6 are the same relationship with 150 ohms. With a reference of 7, the electrodes are all 30,000 or greater and with 1 it is 26,000 or greater. Rep states the patient plans to meet with the doctor, who will likely do a lead revision.

Event description:
Pt called back reporting they were still getting 'settings not available'. The message started about a month ago. Patient called and was told to reset the controller and recharge it. But the messaged did not go away. Pt then met with a rep and patient thought it was resolved and just recently patient tried adjusting stim and noticed it again. Patient said the device was working fine. Patient said they had no falls/no trauma. Reviewed the meaning of the message. Redirected to hcp/rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the impedance issues, noting that impedance values and contacts would change on different evaluations. The patient was reprogrammed and contacted tech support. The lead was removed and will be returned. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6)I mplanted: (B)(6) 2023 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were no external/environmental/patient factors known to cause the high impedances. The rep avoided programming on affected contact.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was programming with the patient and they were seeing impedance values change with each impedance test that was conducted. The caller indicated that a high impedance value was originally discovered at a programming appointment on (B)(6) 2025. At that time they programmed around the electrode. They had one programming appointment between (B)(6) 2025, at which they did not have any high impedance values. During the appointment today, the impedance test would show red indicators on some combination of electrodes 0, 1, and 2. The caller initially provided the following impedance values: ref 8 0 1260ohms 1 1250ohms 2 40000ohms 6 790ohms caller reran the impedances and provided the following values: ref 8 0 40000 1 1090ohms 2 1000ohms ref 1 0 40000 2 40000 3 1150ohms the issue was not resolved through troubleshooting. Tss reviewed information about impedances. The caller indicated that they had already programmed without using electrodes 0/1/2 and the patient was getting effective therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using an implantable neurostimulator experienced an "out of range" message on the controller, which began appearing approximately two days prior to the report. The message was first noticed after charging the controller, and continued to appear even while the controller was plugged into the wall charger. The patient also reported irregular charging times for the implantable pulse generator, with durations varying between half an hour and an hour and a half. During troubleshooting, the patient was instructed to unplug the ac power cord from the controller and to remove and reinsert the battery pack; however, the "out of range" message persisted. The patient was redirected to their healthcare provider for further evaluation. No patient complications have been reported as a result of this event. Patient reported cause was due to one electrode not working as quickly and efficiently. The rep changed the settings of the program to go around that electrode. It is working well now.